Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device evaluation summary: since customer did not provide lot number for the right side device and both were received ruptured, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned device, determined that the breast implant was found to be deflated. A tear is extended approximately 1.5 cm on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: none provided. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
One 300cc mentor smooth round moderate profile saline breast prosthesis (patient's left side) was received by the mentor failure analysis lab on (B)(6) 2025, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2025, the product investigation determined that the breast prosthesis had a tear that extended approximately 1.5 cm on the anterior view. This will be conservatively reported to FDA